Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model kw-1818cs is available in the USA with 510k number k010740. Evaluation summary: it was caused due to an excessive force applied on the cup during use. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. I opened the biopsy forceps kw1818cs purchased in 2019 for the first time last week and used it only a few times, but sometimes it doesn't open the cup.